Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial 1220648-2024-09797 was provided in sections b2, b5, d6, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the patient experienced a delivery issue as the physician crossed the valve with the j wire and pigtail. The impella inlet got stuck in the valve. The impella was removed and placed in a heparin saline bowl. A v18 was used on the second attempt but was unsuccessful again. The valve ballooned again with the truflow balloon and reattempted to place the impella pump. The impella crossed with difficulty but was started immediately. Patient remained on support and was sent to unit. Care was withdrawn and the patient expired. No allegations were made towards the impella cp for cause of death.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.